Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the phenomenon could not be identified. The phenomenon was not reproduced. The evaluation result showed that unit failed the leakage test due to a crack in the video connector. It is presumed that water came in through the crack of the video connector causing temporal short in board inside and thus, the image did not appear temporarily. ·no repair history was found. ·the evaluation result showed that unit failed the leakage test due to a crack in the video connector. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation could not confirm the reported no image issue as the image displayed appropriately during inspection and testing. The charged coupled device has a single/minor dead pixel (not showing on the endoscopic image). Also, the unit failed the leak test due to cracks on both sides of the black colored video connector. The device was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the repair specialist at the user facility that there was reportedly no image from the camera head which was first observed during reprocessing. There was no patient involvement or harm reported. The camera was returned to the service center for evaluation.